Event description:
I was injected with restylane by a plastic surgeon, around my eyes, and around my mouth, within months my face seemed to droop around my jaw and jowls and weight seemed to also hang under my chin (like a double chin). Also my skin seemed to pull down from my cheekbones making them seem bony and discolored. I think either the product moved down my face or I had an allergic reaction as it was supposed to dissolve. This was done in (B)(6) 2019. I must note that I am allergic to penicillin but was told this product is not related.